Event description:
In 2008, boston scientific corporation was informed that during a procedure to mark a lesion, a resolution clip device prematurely deployed inside the patient, and was retrieved with a rothnet basket. Two additional resolution clip devices were used, but the clips would not release from the catheter. A fourth of the same device was used to complete the procedure without any patient complications. Patient is "fine." Note: the report is for one of three devices used in same procedure. Please refer to MFR #3005099803-2008-07248 and 3005099803-2008-07249 for the other related reports.

Manufacturer narrative:
These codes were selected by the manufacturer based upon information obtained from the user facility. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.